Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30 mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient, but had poor positioning and needed to be fully recaptured. When the physician was attempting to fully recapture the device the was became kinked. The physician was able to partially recapture the device, but could not get the anchors of the device into the was due to the kinking. The physician had to pull the entire assembly out of the left atrium through the inter-atrial septum down the inferior vena cava and out the groin with the feet of the device exposed. There were no patient complications following this. A new was and a new 27 mm closure device were used to successfully complete the procedure. The patient was fine and there were no complications.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a watchman access system (was)with a watchman delivery system (wds) snapped inside the sheath. The devices were bloody. The devices were separated during the lab analysis. The tip, sheath and hub/valve were microscopically and visually inspected. Inspection revealed tip damage (stretched/misshapen/slight delamination), numerous sheath kinks (located in the curve of the sheath). Inspection of the rest of the device found no other damage or irregularities. The wds used in the procedure was received snapped into the complaint device, with the implant inside the sheath of the wds. Prior to separating the devices, the implant was deployed, and recapture was attempted. The kinks in the was made recapturing the implant difficult.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient, but had poor positioning and needed to be fully recaptured. When the physician was attempting to fully recapture the device the was became kinked. The physician was able to partially recapture the device, but could not get the anchors of the device into the was due to the kinking. The physician had to pull the entire assembly out of the left atrium through the inter-atrial septum down the inferior vena cava and out the groin with the feet of the device exposed. There were no patient complications following this. A new was and a new 27mm closure device were used to successfully complete the procedure. The patient was fine and there were no complications.